Event description:
A malfunction alarm, specifically malf 12, was reported by the customer, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with pump reset information and assisted in resetting the pump successfully. The customer was advised to continue using the pump and to report any recurring issues.